Event description:
A biomedical engineer reported a system message was displayed during surgery. The system was exchanged and the case was completed. There was a reported delay of 5-10 minutes while exchanging the system. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported complaint. The communication cable from the host to the front panel was replaced for diagnostic purposes. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated one additional, related report for this system. A review of service requests for the last 24 months indicated no additional, related reports for this system. The root cause is unk at this time. (B)(4).